Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, broken haptic and the procedure completed on the same day. Additional information has been requested but is not available at the time of this report.

Event description:
Additional information was received by stating, there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).